Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged the customer received the results of 183 mg/dl, 194 mg/dl, 440 mg/dl and 250 mg/dl back to back within 10 minutes on the aviva system. Reporter stated that she had given the customer an ensure shake and 20 units of lantus insulin 5 minutes prior to testing. The customer was also given 4 more units of lantus insulin after testing. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.